Event description:
It was reported that during a total proctocolectomy and ileoanal reservoir procedure, hosp reported that the shears seemed to burn and seemed to be hot. There was no pt consequence.